Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 573 mg/dl, which was treated with a bolus delivery. Customer's blood glucose was 473 mg/dl at the time of call. Customer was using newly replaced insulin pump and requested assistance in resetting insulin pump. Customer received assistance in reviewing bolus and basal. Insulin pump passed self-test. Customer reported of going to the emergency room with blood glucose of 531 mg/dl. Customer declined troubleshooting for high blood glucose.